Event description:
It was reported that the patient presented in-clinic with high, out of range, pacing lead impedance. Noise, capture anomaly with high pacing threshold, and sensing anomaly were noted. The device was explanted and replaced. The patient was fine post-procedure.

Manufacturer narrative:
Evaluation description: the reported field event of high pacing lead impedance, noise, and high capture thresholds was confirmed in the laboratory. The device was tested on the bench and an anomalous transistor was observed. The cause of the field event was due to an anomalous transistor.